Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2022-20839. All available information has been consolidated into this report. Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2022-05187. All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. The device remains implanted.